Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. Moisture damage was found on the motor. We were unable to perform the functional testing due to blank display anomaly. The insulin pump had a cracked case at display window corner, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had a blank screen and he had no idea why. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and a drop of water was discovered under the lcd display. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis.